Event description:
One day after the iab was inserted, the pump experienced helium loss alarms. Blood was noticed in the helium tubing. A decision was made to remove and replace the iab. There are no pt complications.